Event description:
During a follow-up in-clinic, episodes of myopotential oversensing resulting in pacing inhibition was observed on the device. The patient is not pacemaker dependent. Technical support was contacted and recommended reprogramming to resolve the event. Provocative testing was performed and the noise was not reproduced. Reprogramming has been performed to resolve the event. The patient was stable.